Event description:
It was reported that this implantable device was explanted and replaced for suspicion of exhibiting premature battery depletion behavior. During a recent interrogation, just prior to the replacement procedure, the estimated battery longevity showed 1 year remaining. It was noted that the patient is dependent. The replacement procedure was successful. The explanted device is expected for return. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device was explanted and replaced for suspicion of exhibiting premature battery depletion behavior. During a recent interrogation, just prior to the replacement procedure, the estimated battery longevity showed 1 year remaining. It was noted that the patient is pacer dependent. The replacement procedure was successful. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.